Event description:
On (B)(6) 2022 I sustained a mechanical injury to my shin. I saw an urgent car provider that day. On (B)(6) 2022 I purchased walgreens brand non-stick pads to cover wound. On or about (B)(6) 2022 after using 12 pads, I noticed irritation where the non-stick pads have adhesive (near their opposing boundaries). I continued to use the pads, but rotated them 90 degrees so the irritated areas would not be exposed to the adhesive. Three uses (days) later, the areas previously exposed to the adhesive appeared burned and the new areas were irritated and I suspended use of this product entirely. The burns continued to worsen up until 11/2 when I saw a nurse practitioner with my doctor's office who confirmed that the adhesive caused chemical burns and recommended use of cortisone cream and vaseline to treat those burns. She documented the injury with a photo and I've included several photos of the injury site to show the progression of the burns. Nota bene: this report is not about the initial mechanical injury which appears to be slowly healing. It is about the chemical burns caused by the walgreens product (photos attached). Additionally, I contacted walgreens at the number on the product box and stated that I had been injured by one of their products. I have not received a call back as promised by them.